Event description:
It was reported that during implant, the lead was damaged during the slitter process. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that all conductors distorted, there was blood/body fluid on all conductors (not obstructed). Damaged at implant.